Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7102155/7102376.

Event description:
It was reported that the patient could not charge due to swelling. The physician believed that swelling was normal. The patients leads had migrated and was confirmed through an x ray. The patient underwent a revision procedure.